Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had their last interstim system removed due to infection. Patient started to experience pain in (B)(6) 2023 and it felt like someone was sticking the patient in their back and the pain would not stop. The patient notified their doctor and when the doctor opened the lead site puss came out. The patient could not have the surgery to remove the interstim system in february because patient had covid and they had to wait at least 30 days. Patient ultimately had the interstim system removed on (B)(6) 2023 and was told the lead down the spine is where the infection started and the "whole thing" came out totally infected and they removed the lead and the ins. The doctor is thinking about implanting a new interstim system but this time on the left side. The patient did not know the cause of infection and did not know if the explanted devices were returned to medtronic. The patient was debating whether to have another interstim system implanted due to risk of infection. The patient was redirected to their healthcare provider to further address the issue. Agent emailed literature regarding surgical risks per patient request. Patient stated during the call that they had their interstim system implanted in april however ps reviewed with patient that registration records show implant date was actually (B)(6) 2022. The patient stated this may be correct but was not certain.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2j7t6, implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 02-aug-2023, UDI#: (B)(4), b3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.